Event description:
Relative states at 9:30pm, tested customer and obtained a blood glucose result of 97 mg/dl on the advantage system. Customer reportedly experienced low blood symptoms of slurred speech and feelings of disorientation. Relative reportedly gave customer "juice from sugar gel cap." Customer's symptoms did not improve after 10 mins and relative called 911 emergency. At 9:45pm, emergency medical technicians (emt's) reportedly obtained a blood glucose result of 27 mg/dl on their device. Customer was treated by emt's with a pack of sugar and transported a hospital where unk treatment was obtained. A requested was made for the return of suspect product and a replacement was sent.